Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 412 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. . The customer experienced symptoms such dehydration. The customer was treated with manual injection. Based on customer report customer did not allege insulin pump was under delivering. Customer stated the drive support cap appears normal. The device will not be returned for analysis.